Manufacturer narrative:
Section a2, a3, a4, a5, and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) . Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded extended depth of focus intraocular lens (iol) was implanted, something like eyelashes came out from inside the lens. The foreign material was removed from the patient's eye with forceps. The removed foreign material and cartridge were discarded. No patient injury was reported. No further intervention was required. Through follow-up, we learned that no health hazards occurred post-surgery. No further information was provided.

Manufacturer narrative:
Additional information: section h3; device evaluated by manufacturer? Yes. Device evaluation: the actual particle was not returned for analysis, alternatively, the customer provided a video which was evaluated, and photographs were taken from the video. The video displayed an eye being implanted with the complaint device. A fiber-like particle was observed on the lens after unfolding. The fiber-like particle was removed from the lens and the lens remains implanted. Due to no product being received, no further evaluation could be performed. The complaint issue "foreign material - loose" was identified during the video evaluation. A device history record review was conducted for this production order. No additional lenses were identified related to this production order. Conclusion: although a definitive root cause has not been confirmed at this time, johnson & johnson surgical vision (jjsv), inc. Conservatively conducted an awareness communication to all operators involved in this process to reinforce the intraocular lens and device assembly inspection. In addition, jjsv will continue to monitor these types of events. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.